Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the main bile duct during a spyglass for biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded. The procedure was still completed with this spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual assessment was performed after disinfection. The working channel sleeve protruded when received, confirming the complaint. The tips were frayed. The working channel sleeve protruded with the small and large knobs articulated in both directions. No elevator marks were noted along the distal end. The distal tip was cut. The distal cap was removed. The working channel sleeve protruded from the pebax. The cutting fixture cut the distal end off. The rest of the catheter was cut open with an x-acto knife. After cutting the catheter open, the working channel sleeve protruded from the pebax. The proximal end of the working channel sleeve was significantly stretched. The working channel sleeve was removed. Witness marks were noted on the pebax. The proximal threads of the braid remained attached to the pebax, and the white/clear area along bond a shows evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the main bile duct during a spyglass for biopsy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded. The procedure was still completed with this spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.